Manufacturer narrative:
The hill-rom technician found the siderails latch pin loose due to a missing e-clip, mounting bolts loose, and the latch mechanism contaminated with sticky substances. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure that the latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and preventative maintenance on this bed. The technician installed e-clip to secure latch pin, tightened mounting bolts, and cleaned the latch mechanism to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail will not stay latched when in up position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).